Event description:
It was reported that a patient underwent a pyeloplasty procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the suture was found broken when it was opened to prepare for the surgery. 3 products have same issue. Changed another one to complete the surgery. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertained to product code pdp311h. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and wrinkles and holes in the cavity were observed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertained to product code pdp311h. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Events reported via: mwr-21022024-0001578605, mwr-22022024-0001579117, mwr-31012024-0001563962.